Event description:
Customers spouse reported hospitalization. Customer states that their blood glucose reading is 53 mg/dl and the ambulance had arrived. Customers spouse gave orange juice to the customer.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.